Event description:
It was reported that the bur bent during a normal surgical procedure. It was further determined that the bur head broke from the shank. This resulted in a 30 - 40 minute delay in surgery. However, no further adverse consequences were reported.

Manufacturer narrative:
The bur, subject to this complaint was returned for evaluation. It was visually confirmed that the bur head had become detached from the product shank. It was not possible to determine the definitive root cause for the breakage.